Manufacturer narrative:
(B)(4). The reporter was unable to provide the catalog number when requested by teleflex. The device involved was not returned to the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was not provided. However, functional test process of current production of smart concha no sterile (B)(4), batch 74j1802612 was reviewed and no issues were observed that can lead to the defect reported. To perform a proper investigation to determine the source of alleged defect reported it is necessary to evaluate the device involved. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective action can be established. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint reported "rn called rt stating water was backing up into the high flow nasal cannula tubing. Upon rts arrival, the concha column of heater was filled completely and backing into the breathing circuit. Rt drained water and replaced concha column and re-initiated patient's oxygen therapy." No patient injury or consequence was reported.